Event description:
A anestheaiologist experienced chest tightness, eye irritation, and irritation in their throat when exposed to cidex plus in the operating room. The sysmptoms resolved in 6-8 hours, and they did not seek medical attention. The physician has worked in this or for 2 months and were latex gloves, a face mask, goggles, and a protective gown. Symptoms have subsided since they started to wear a mask during procedures and the cidex lus was removed from the room. The physician has a potential latex allergy and now is wearing specially ordered powder free gloves.